Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it displaying the high peep (positive end expiratory pressure) alarm, being unable to maintain set peep, and delivering low vte (exhaled tidal volume) were all confirmed. Ventec replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift and efm.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was displaying the high peep (positive end expiratory pressure) alarm and was unable to maintain set peep. It was also reported that the device was delivering low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issues.